Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was dependent on the device for normal function, with no intrinsic r waves. It was noted that the right ventricular lead capture thresholds, and pacing impedance had increased significantly above the normal range. Programming changes were made but a capture threshold could not be detected. A fracture was suspected. The lead was capped (B)(6) 2020 and replaced. The patient was stable.